Event description:
The facility reported, while assessing the patient for discharge from ipacu, the pca pump gave the patient 2 bolus doses of morphine sulfate, 1 mg each without patient pressing the button. The patient received a total of 5 mg of morphine while in the ipacu. Pca settings were verified by 2 practicioners. There was no harm to the patient. No additional information was available.